Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was unknown what the cause of the power on reset message was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient had a power on reset message (por). Patient said nothing out of the ordinary occurred. The patient uses device in high density settings and only knows it is on when she "coughs to check". While going about her normal routine yesterday, the patient noticed pain was increased. The patient coughed to see if she could feel parenthesis and did not get the usual sensation. The patient called the their rep and left a message. The rep spoke with the patient today and successfully bypassed the por message using their programmer and turned device on, coughed and could feel device was on. The patient's pain immediately improved. No further complications were reported. No additional patient symptoms were reported.